Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +7.5/+2.5/043 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens wasexchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). Addition of new pi and various medications also prescribed. The problem was resolved with the exchange. The cause of the event is reported as device: "lens too big initially."